Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus attempts. The blood glucose reading was 173 mg/dl. The customer stated that she had to change her infusion set 6 times over the course of 2 days. The customer was unable to complete troubleshooting because she had already removed the infusion set from her body. She reported a straight infusion set cannula. She requested to return the infusion set and reservoir for analysis. She was advised that the alarm was likely caused by an insertion site, reservoir, or infusion set occlusion. She advised that she would consult her doctor to discuss her device settings. Nothing further reported.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusion was noted.